Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to FDA: 07/12/2016.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, anterior and posterior vaginal repair, cystourethroscopy and perineoplasty due to uterovaginal prolapse and sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.